Manufacturer narrative:
Investigation summary: customer returned (2) loose 1/2cc, 6mm syringes (1 with approximately 2 units of a clear liquid inside the barrel). Customer states that the needle leaves white particles in the insulin vial. Both returned syringes were examined and no foreign matter was observed on any part of the syringe or cannula. The liquid observed in one of the returned syringe was tested using ftir spectral analysis. The analysis shows that this material is most likely insulin, which would not have been acquired during the manufacturing process. A review of the device history record was completed for batch# 8274826. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that white particles were seen in the insulin vial after using the bd veo¿ insulin syringe with the bd ultra-fine needle to draw up the medication during use. Testing done by the distributor stated the solution was "contaminated with silicon oil". The consumer is currently using the "wrong prescription written by the doctor". This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: consumer reported after drawing insulin, needle leaves white particles in the insulin vial. She called the distributor and sent her vial for testing the result states, "it was absorbed the solution was cloudy / hazy thread like particle the preparation was found to be contaminated with silicon oil during use. Silicone oil may come from a disposal syringe or needle used for injection." They sent her 2 replacement of the vials and it happened again after the 11th day using the insulin from that vial, it is keep creating more white particles after that incident date. Sample of the incident date has been discarded, consumer has kept few samples that created more white particles after that. The current item she is using is wrong prescription written by the doctor. She uses the new needle each time of her injection, she is concerned about this, she has not informed this with her doctor yet.